Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026 a patient was prepped for a port placement procedure using the powerport isp implantable port. Prior to procedure the staff observed that a straight needle broke off while testing the implanted port. The issue was identified during device testing prior to use. There was no patient contact.

Event description:
On (B)(6) 2026, a patient was prepped for a port placement procedure using the powerport isp implantable port. Prior to procedure the staff observed that a straight needle broke off while testing the implanted port. The issue was identified during device testing prior to use. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: one power port isp implantable port, one straight angle non coring needle and one right angle non coring needle were returned for sample evaluations. Visual evaluation was performed on the returned device. The complaint samples appeared to be clean. The straight angle non-coring needle was noted to have a break as the needle segment was returned detached. The edges of the needle portion on the needle hub were noted to be jagged. The edges of the proximal end of the needle segment returned were also noted to be jagged. Therefore, the investigation is confirmed for reported fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.